Manufacturer narrative:
The information provided in the initial report was incomplete. Additional report has been provided with this report.

Event description:
It was reported via phone call that customer was using auto mode during the time of the incident. Customer was not hospitalized for high blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date, with blood glucose of 400 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.